Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc instructed the customer to adjust the pump rate and to calibrate the integrated multisensor technology system. Quality controls were run, resulting within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low na and cl results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned it. The sample was repeated on an alternate instrument and resulted higher. The repeat results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated na and cl results.